Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range rv lead impedance was observed since oct 19, 2018, this was a gradual increase since (B)(6) 2018. Slight increase on rv thresholds was also noted. Noise was reproducible only in clinic, not sensed by the lead. The patient has a venogram schedule by mid december 2018. The patient is non-dependent, and the patient condition is stable.

Event description:
New information notes that on (B)(6)2019, during the attempt to remove the rv lead due to high impedance, the physician noted that the lead was very close to the clavicle and most likely clavicular crush. The lead was explanted and replaced. It was also noted that during the procedure the ra lead dislodged during the rv lead extraction. The ra lead was explanted and replaced. The patient condition is stable.